Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath detachment could not be determined, however, the issue was likely the result of component failure due to stress, handling and or external factors. The root cause of the observed corrosion and foreign material could not be determined, however, the issues were likely the result of component failure due to insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro fiberscope to the service center for a separate issue. During the device analysis, the service repair technician found the bending section sheath to be severed/detached, likely due to stress; stickiness/foreign material found on the control, likely due to insufficient device cleaning/reprocessing; debris/foreign material was found in the video image due to damage to the image guide bundle, and corrosion was found on the device distal end and the forceps channel port, likely due to insufficient device cleaning/reprocessing. There was no patient involvement, and no harm was reported as a result of the event.